Manufacturer narrative:
D10: concomitant product UDI for reservoir is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Erosion/extrusion (pump/cylinder) are acknowledged within the IFU and are not related to off label use or failure to follow instructions. The IFU provides guidance and instruction to achieve successful ams 700 implantation and to prevent erosion related symptoms. Application site reaction (wound separation, delay in cutaneous closure) is acknowledged within the IFU and is not related to off label use or failure to follow instructions. The IFU provides guidance and instruction to achieve successful ams 700 implantation and to prevent wound dehiscence and impaired healing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient their inflatable penile prosthesis (ipp) implant device found the pump eroded through the scrotum as the patient incision exposed the pump. The physician removed and replaced the device through replacement surgery, and there were no further signs or symptoms reported.

Manufacturer narrative:
Correction to b5: describe event or problem. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100806501. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Erosion/extrusion is acknowledged within the IFU and are not related to off label use or failure to follow instructions. The IFU provides guidance and instruction to achieve successful ams 700 implantation and to prevent erosion related symptoms. Application site reaction is acknowledged within the IFU and is not related to off label use or failure to follow instructions. The IFU provides guidance and instruction to achieve successful ams 700 implantation and to prevent wound dehiscence and impaired healing. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) presented with scrotal erosion of the pump and dehiscence of the implant incision. A surgical procedure was performed during which the device was explanted and replaced with a new ipp. No further patient complications were reported.